Event description:
I have central sleep apnea. That means that my brain forgets to breathe automatically. It is different from obstructive sleep apnea where a breathing passage is blocked due relaxing of parts of the breathing passages while reclining during sleep. In sleep tests, I stop breathing an average of 62 times per hour at least 10 seconds each time. At that rate, I don't breathe at least 10 minutes per hour. My wife has noticed that I stop breathing often during the night, and she has timed me and said that sometimes it takes 20 seconds or more for me to start breathing again. I had cheyne-stokes breathing pattern that my doctor observed. In (B)(6) 2021, I was told by my doctor to quit using my philips respironics machine that provides my apnea therapy which prompts me to breathe and evens out the rhythm of my breathing. Philips has said that it would replace my machine, purchased for me by (B)(6) at a cost of many thousands of dollars because foam used in the machine to suppress sound may discharge carcinogenic fumes into the airway as it deteriorates. I have now waited about a year and two months since registering my machine in the recall, and I have not received a replacement machine. I have called my doctor, philips respironics, and my dme (B)(6) healthcare several times to check on their progress in getting me a replacement machine. They have each tried to say that the others were the cause of the delay and have referred me to the others for assistance. I have found out that the customer service for philips respironics is outsourced to another company in (B)(6) when philips respironics is located at (B)(4). Although I have called the customer service office several times to ask for help, I have received no help and no indication that my pleas were ever forwarded to philips respironics. I have been treated for high blood pressure for more than 40 years. More recently, I have developed a calcium covering on my heart valve which I am now preparing to have replaced. I am concerned that the long delay in replacing my machine and the absence of sleep apnea therapy is causing an exacerbation of my existing cardiovascular problems. I was reading on a mayo clinic site the following: "sudden drops in blood oxygen levels that occur during central sleep apnea can adversely affect heart health. If there's underlying heart disease, these repeated multiple episodes of low blood oxygen (hypoxia or hypoxemia) worsen prognosis and increase the risk of abnormal heart rhythms." I do not understand how the FDA can continue to let such a state of affairs continue. I cannot get any help from anyone involved--my doctor, the dme that sold me the device, philips respironics which initiated the recall. To my knowledge, medicare which paid for the device for me as part of my healthcare also has not intervened to compel the timely replacement of my machine. I feel that I am not here in america, a technologically advanced country with a strong economy and excellent medical care. Instead, I am in a wasteland left to die while I wait for needed healthcare to be provided. As I understand it, there are millions of us affected by this recall. When I look on the internet, I see that many people are having an experience similar to mine. I need help. What do I have to do to get it? FDA safety report ID# (B)(4).